Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that "my pacemaker was only working at 20% 2 years ago, and then they looked at it, and said they had to change battery." The implantable pulse generator (ipg) was explanted and replaced. No patient complications have been reported as a result of this event.